Event description:
The 3.00 mm x 15 mm mr balloon was used by doctor as a "trapping balloon" (not used for therapeutic purposes). Upon deflating the balloon and withdrawing it from the coronary guiding catheter, the balloon ruptured (blood could be seen in the deflator) and the balloon came out in 2 pieces rather than 1 piece. It appears that the distal end (about 50 cm, had been pulled from the balloon shaft. The balloon was removed in its entirety. Patient left the lab stable, with no bad outcomes.